Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a procedure to treat spondylolisthesis approximately three months ago. It was reported that a cage between l5 and s migrated into a spinal canal. The patient underwent a revision surgery to replace the migrated cage. No patient complications were reported.